Event description:
Customer reported, pt was receiving a lasix drip. A new bag was hung on (B)(6) 2009 at 2250, rate set at 10ml/hr. At 0135, the pump alarmed for air-in-line (ail) and the bag of 100ml was found to be empty. No pt harm occurred. The tubing was discarded. Biomed tested the pump and accuracy results indicated a failed result with low readings. Although requested, no further pt/event info was available.

Manufacturer narrative:
(B)(4). The involved pump and pcu were rec'd for investigation. The log file review showed no malfunctions or programming errors during the reported time of the incident. During functional testing, unregulated flow was observed. The pump failed all rate accuracy tests performed. During visual inspection significant external and internal damage was observed on the pump. A large dent was observed at the hinge, and damage was noted to the bezel assembly and near the top pressure sensor. The broken bezel caused the door to become misaligned when closed and was the cause of the observed rate accuracy error. The root cause of the customer's experience of bag emptying quicker than intended was identified as internal and external damge to the pump due to rough handling by the user. The alaris system directions for use caution "should an instrument or accessory be dropped or severely jarred, it should be immediately taken out of use and inspected by qualified service personnel to ensure its proper function prior to reuse."